Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed alerts were not working (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, patient's mother tested alert functionality and reported alerts were functional.